Event description:
After patient's left total hip arthroplasty, it was noted that a prong from a charnley retractor was broken off. The room was searched, spd (sterile processing department) was searched, but it was not located. The patient's post-op x-rays were viewed by the physician, and it was not seen on them. Staff: no physician recalled noticing if the prong was initially missing in the procedure.